Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.

Event description:
It was reported that, "the pt received primary tha surgery in 1999. Afterward, the pt fractured the distal of femur. Then, the surgeon performed revision surgery to change the products (stem, head, insert) in 2008. The devices has been discarded at the hosp, thus they are not available for eval. Only cat # of insert removed from the pt body was reported.